Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: investigation revealed that the all of the keypad button contacts were missing. Evaluation also showed that the keypad flex was damaged and torn. Unrelated to these issues, the keypad cover was found to be missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the all of the keypad button contacts were missing. Evaluation also showed that the keypad flex was damaged and torn. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.